Manufacturer narrative:
Investigation included customer service troubleshooting and user education. Investigation of this case revealed a temporary communication disruption between the sensor and display device that resolved with time. It was concluded that the event was attributable to transient signal loss without clinical consequence.

Event description:
It was reported that the user saw three lines in the sensor reading circle instead of glucose values on an fsl3+ system shortly after sensor start, consistent with intermittent signal loss, and was advised that reconnection could take 10¿15 minutes with expectation of recovery. Symptoms included no alerts or alarms and no reported blood glucose effects. Outcomes included no impact on daily activities and no medical intervention.